Event description:
During a surgical procedure, the tip of the resectoscope sheath dislodged from the instrument. The surgeon was able to retrieve the piece. The reusable tip received gas sterilization prior to use. No patient injury. The resusable sheath was sent to the manufacturer.